Event description:
The stent was successfully placed across the neck of the left internal carotid artery (ica) terminus aneurysm. The patient's condition was "fine" after the procedure. However, two days post procedure, the patient suffered a left middle cerebral artery (mca) hemorrhagic stroke and died the same day. The cause of death was the left mca stroke. The physician stated that the patient's post procedural complications and death were not related to the stent placement.

Event description:
The stent was successfully placed across the neck of the left internal carotid artery (ica) terminus aneurysm. The patient's condition was "fine" after the procedure. However, two days post procedure the patient suffered a left middle cerebral artery (mca) hemorrhagic stroke and died the same day. The cause of death was the left mca stroke. The physician stated that the patient's post procedural complications and death were not related to the stent placement.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.